Event description:
It was reported by the patient that their lead had delivered an improper therapy. The patient stated that they received a shock therapy and their doctor told them it should not have delivered a shock. Additionally, the patient stated that the top of their heart as beating 250 bpm (beats per minute) and their doctor told them that would not be cause for a shock. Follow-up was conducted with the clinic to obtain more detailed information and from the information obtained it was reported that the patient has been non-compliant. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: d224drg ICD, implanted: (B)(6) 2010. (B)(4).